Event description:
Device malfunction: suture failed to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel using a proglide device after an unspecified procedure. Reportedly, the sutures failed to capture the vessel after suture deployment. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.